Manufacturer narrative:
This report filed october 8, 2013.

Event description:
Per the clinic, the patient experienced poor performance with device use. Reprogramming attempts were made. However, the issue could not be resolved, leading to device non-use. The implanted device remains. There are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the patient was explanted (B)(6) 2013. It is unknown if there are plans to reimplant the patient with another device as of the date of this report (B)(4).